Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a total vaginal hysterectomy with transvaginal taping procedure performed on (B)(6) 2009 to treat a patient with uterine prolapse and stress urinary incontinence. During the procedure, the physician found that the patient had undergone a previous posterior and anterior repair and noted that there was very little tissue left in the area. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be fair. As reported by the patient's attorney, the patient experienced an unspecified injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2009, implant procedure date, as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). (B)(4).